Event description:
The device was oversensing on the rv lead. Noise led to inappropriate hv therapy. The physician will monitor the lead through normal follow-ups. Hence, the system remains implanted.

Manufacturer narrative:
No medwatch form was received.